Manufacturer narrative:
A device history record review was completed for provided material number 303262 and lot number 221112. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples could not be arranged for return, twenty (20) retained samples were obtained from the manufacturing facility for evaluation. The retained samples were used to puncture a test vial and were subsequently examined under microscope. No defects were identified with the retained samples. Without the affected samples, an exact cause and defect could not be confirmed. However, based on the provided information, we understand an issue of coring may have taken place which contributed to clogged needle. We would like to inform you that material 303262 has been created with a regular bevel, in contrast to material 304622 which had a short bevel. This change means that the way the needle punctures the vial should change. Material 303262 should penetrate the vial at an angle between 45-60 degrees to minimize the risk of coring. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends. H3 other text: see narrative below.

Event description:
I've come to clarify our concerns about the pink trocar: the bevel seems to be longer and thinner, so it's harder, sharper and sharper, which gives the impression that it shears the rubber of the infusion more. As a result, does the rubber get stuck inside the trocar (at the needle)? This could lead to a blockage, preventing the passage of any fluid and causing the resistance felt inside the trocar. Reply received on 23 oct 2023: description: description (who, what, where, when, how, why): trocar needles are used to inject medicinal products into infusion solutions. However, it was impossible to inject the product into the infusion, once the trocar had been inserted in the lid of the infusion because there was strong resistance. The trocard had to be changed. This incident has been recurring recently... A second trocard or more has to be used very often. Often. The care team realised that the bevels on the current trocards were much more pronounced than usual. Consequences: excessive consumption, waste of time, double risk of needle stick because of double handling of needle. By whom and how was the event detected? Ide 8125. Presumed causes: large bevel of the trocar or unravelling of the perfusion capping which does not move away when the trocar passes through but cuts itself, blocking the trocar and making it impossible to inject due to obstruction?

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd microlance¿3 needles the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: description (who, what, where, when, how, why) : trocar needles are used to inject drugs into infusion solutions. However, it was impossible to inject the product into the infusion once the trocard had been stuck into the infusion cap, as there was strong resistance. The trocard had to be changed. This incident has been recurring recently... So a second or even more trocards have to be used very often. The care team realized that the bevels on the current trocards were much more pronounced than usual. Consequences: excess consumption, waste of time, double risk of needlestick injuries due to double needle handling. Presumed causes: large bevel of the trocar or unravelling of the perfusion opercules which do not spread when the trocar passes but cut, thus blocking the trocar and making it impossible to inject by obstruction.

Manufacturer narrative:
A device history record review was completed for provided material number 303262 and lot number 221112. The review did not reveal any detected abnormalities during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, physical samples were returned for evaluation by our quality team. Through examination of the samples, the needles were confirmed clogged as normal movement could not occur during testing. One needle appeared to be clogged with medication. Twenty (20) retained samples were obtained from the manufacturing facility. The retained samples were used to puncture a test vial and were microscopically examined; however, no defects were identified. Considering the information ¿it was impossible to inject the product into the infusion once the trocard had been stuck into the infusion cap, as there was strong resistance¿ and the sample analysis, we believe that the needle was clogged due to medication. In certain circumstances, the drug used can become deposited within the cannula, causing the needle to block due to crystallization. Occlusion is most likely to occur if the drug remains in the needle for an extended period of time. Regular inspections are performed during production for cannula occlusion. In regard to the report of ¿the care team realized that the bevels on the current trocards were much more pronounced than usual¿ we would like to inform you that new material 303262 has a regular bevel in comparison to material 304322 which had a short bevel. This means that the way the needle punctures the vial changes. For material 303262, the angle of penetration for the vial should be between 45 to 60 degrees. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.